Event description:
It was reported that as the surgeon was removing the omni retractor during an open aortic aneurysm repair, the clamp broke and part of it fell on the floor. Four pieces of the clamp were retrieved and removed from the sterile area. The team were unsure if all the pieces were retrieved, therefore an intra-operative x-ray was performed just in case there were missing pieces. All broken pieces were recovered as no parts were found in the patient. It was reported that there was no consequence to the patient; however, a 30-minute delay in surgery occurred.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The snap clamp assembly (4040) was returned for evaluation. Failure analysis result: evaluation of the snap clamp assembly confirmed the complaint reported by the customer. The lower clamp body had come apart. The unit was cleaned and the lower clamp was replaced due to it being damaged. The bearings were updated to the newer version. In addition, the snap bolt was replaced due to it being loose. Root cause analysis: based on the evaluation by integra service and repair, the root cause of the fractured clamp was most likely that it was subjected to higher stress than the clamp can withstand; possibly even repeatedly over time. Based on this evaluation, root cause determination, and risk assessment, no further action or investigation is planned.